Manufacturer narrative:
This report is submitted on august 04 2020. Additional information has been requested regarding the circumstances of the event, use of device, and a request for the device to be returned to the manufacturer for a full device analysis has been made. Should further information be made available, a supplementary report shall be submitted.

Event description:
It was reported that the battery malfunctioned and the canister allegedly "burst" on (B)(6) 2020. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient.